Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified stenosis in the distal right coronary artery. Pre-dilatation was performed with a 1.5 x 8 mm mini trek balloon. The 2.5 x 18 mm xience xpedition stent was deployed at 10 atmospheres (atm) and post-dilated with a 2.5 x 12 mm nc trek balloon at 18 atm. After post-dilatation, a dissection was observed at the distal end of the stent. A 2.5 x 15 mm xience xpedition stent was implanted for treatment. There was no adverse patient sequela. No additional information was provided.